Manufacturer narrative:
A review of the device history record for sn (B)(6) was performed from date of manufacture 01/06/2015 to present date 01/11/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The issue with the device is unknown/not provided. No patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The issue with the device is unknown/not provided. No patient involvement.